Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil had migrated from the left cornua to the right and present in the endometrial cavity') and pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure (ess205) (batch no. 820747-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal and total laparoscopic hysterectomy with left salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, menorrhagia, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted: the removal details as per mr is (B)(6) 2016 the right ostea was visualized and essure coil introduced without difficulty, but upon attempting to do the same procedure on the left tube, the ostea was visualized and the essure coil would not enter into the tube and would be pushed out. 2 attempts were made and on second attempt the coil was able to go in but was pushed out some. The coil was placed and then visualized and was noted to be pushed out but in place. Normal uterus, absent right ovary and partial tube from previous right salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2006: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion. This lot number 820747 is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-mar-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure coil had migrated from the left cornua to the right and present in the endometrial cavity') and pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure (ess205) (batch no. 820747) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal and total laparoscopic hysterectomy with left salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device expulsion outcome was unknown and the pelvic pain, pelvic discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, device expulsion, menorrhagia, pelvic discomfort and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted: the removal details as per mr is (B)(6) 2016 the right ostea was visualized and essure coil introduced without difficulty, but upon attempting to do the same procedure on the left tube, the ostea was visualized and the essure coil would not enter into the tube and would be pushed out. 2 attempts were made and on second attempt the coil was able to go in but was pushed out some. The coil was placed and then visualized and was noted to be pushed out but in place. Normal uterus, absent right ovary and partial tube from previous right salpingo-oophorectomy. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2006: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device expulsion. Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information , patient details, lab data, lot no, auto-narrative supplement and event: " essure coil had migrated from the left cornua to the right and present in the endometrial cavity" added. Rcc was updated. Event discomfort updated to pelvic discomfort. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), discomfort ("increasingly discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, discomfort, menorrhagia, back pain, abdominal distension and abdominal pain had not resolved. The reporter considered abdominal distension, abdominal pain, back pain, discomfort, menorrhagia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received, reporter , removal date , medical device removal information added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.